Event description:
Information was received reporting a pump replacement due to underinfusion volume discrepancies. The patient reported that their pump had not been providing adequate pain relief. Four underinfusion volume discrepancies were alleged. For the first underinfusion volume discrepancy, the expected volume was 13.3ml and the actual aspirated volume was 17ml. Approximately a month and a half later, another underinfusion volume discrepancy was alleged. The expected volume was 13ml, and the actual aspirated volume was 17.5ml. Approximately another month and a half later, the third volume discrepancy was observed. The expected volume was 13.3ml and the actual aspirated volume was 19ml. Finally, another month and a half later, a final underinfusion volume discrepancy was observed. The expected volume was 13.5ml and the actual aspirated volume was 18.5ml. A dye study was performed that confirmed no issue with the patient's catheter. At this dye study, the patient presented with increase in pain with symptoms of tearing, dehydration, nausea, vomit, piloerection, tachycardia, hypertension, sweats, sweating and spasms, arthralgias, and myalgias condorant. The patient's pump was later explanted.

Manufacturer narrative:
Pending device return for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Manufacturer narrative:
Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature, but not at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was 0.0 ml (0%) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that in the may fall under the scope of CAPA 00065. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).